Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during pump preparation with the modular cable, the power spiked to 20.3 and the pump sounded as if there is a piece of shaved metal shaking around the device, "almost like a spoon in a garbage disposal". It was later communicated that the power rapidly increased when priming the pump. Log files were sent for review. The event log file captured multiple unusual alarms as well as the reported motor power readings in the 20w range during initial startup of the pump.